Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator due to c-33 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the event was confirmed and replicated, with multiple system log errors (c 33, 4 8a, 2 8a, 1 8a, c 06, m 18, m 11, m 1c) observed over time. Testing reproduced the issue with c 33/c 00 errors at startup, and system logs showed c 00. Visual inspection found no related defects, though minor housing damage was noted.the complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error c-33 is attributed to a faulty electrical component inside the erbe generator.

Event description:
It was reported that prior to start of da vinci assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report error c 00 (c 33) when starting viodv during pre operative preparation. Upon reviewing the logs, error c 33 was confirmed. Since this error cannot be assessed until output was actually attempted. Tse advised preparing an external esu as a backup for the procedure. It was unknown whether the procedure will be performed using dual bipolar. The procedure was completed with no reported injury.